Event description:
The complainant reported that the anchoring ring of the impella could not be closed completely and the shaft was not able to be secured in place during impella cp management. The suspected defect was dealt with by applying a tape. There was no patient harm.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was returned. When the pump was being pulled out of the box, the anticontamination sleeve became ripped off of the ring. There were no damages noted on the product as when the anchor was tight, it sat flush. The guidewire functioned within specification as it was able to lock and unlock with ease and move along the catheter with no issues. Under the guidewire there was slight catheter deformation that can occur when the anchor is tightened too tight. There were no issues with rotating it. There was no problem found with the device in regard to the positioning issues.